Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reacehd an mol2 battery status after six months of implant. The physician is concerned that it may be depleting prematurely.